Event description:
The customer contacted physio-control to report that the coin cell in their device had depleted prematurely. During device evaluation by physio-control, it was observed that the device's display froze and that no device functions were available anymore when a defibrillation energy check was done. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system controller pcb and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.